Event description:
The customer reported high bgs. Suggested the customer to take a manual injection per md protocol. Bgs were treated with a manual injection. Advised the customer to go to the emergency, as customer felt physically ill. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The set was changed twice and the high-pressure passed. A replacement pump was requested.